Event description:
The device was implanted on 4/3/1992. The device was explanted on 7/6/1993 due to constant low back pain and occasional left leg discomfort. The bone screws were found loose during revision surgery.